Event description:
On (B)(6) 2014, the surgeon performed a left side ifuse arthrodesis on the patient placing three implants. The patient developed an incision site infection that was treated with oral antibiotics and resolved.

Manufacturer narrative:
Based on the information provided, review of surgeon training guide, IFU, certificates of analysis and fmea, the most probable root cause could not be determined. Part number, lot number, manufacture date, expiration date: ifuse implant, p/n 7040-90, lot# i0853, manufactured 12/19/13, expires 2018-12; ifuse implant, p/n 7040-90, lot# i0854, manufactured 12/04/13, expires 2018-11; ifuse implant, p/n 7050-90, lot# i0266, manufactured 12/28/12, expires 2017-12.